Event description:
Device malfunction: none. Symptoms/ae: hypotension/congestive heart failure. Time of symptoms/ae: post the procedure. It was reported that during a left internal / common carotid artery stenting procedure, the pt experienced hypotension during post-stent dilatation. The hypotension improved the same day with an unspecified medication. The pt was discharged to home the following day with the pt's instructions to hold her diuretic and anti-hypertensive medications. Three days later, the pt was re-hospitalized for unspecified treatment of congestive heart failure. Two days later the pt was discharged home. Although requested, there is no additional info. Protect study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.